Event description:
It was reported that the patient experienced inappropriate high-voltage shock in response to atrial tachycardia falling into the therapy window for ventricular tachycardia (vt) was observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.